Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that, the pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08730 inches. No pump error 24 alarm, pump error 43 alarm, unexpected pump error 23 alarm, flashing display, or time clock (not displayed) anomaly was noted during testing. Successfully downloaded the trace and history files using thus. A review of the pump history file reveals on 12/26/2022 there were pump error 43 (line number 681 file number (B)(4) ) motor drive error alarms (10:20:13, 10:21:04, and 10:21:45), pump error 63 (line number 218 file number (B)(4) variable info 6) hardware error alarm (10:22:21), pump error 23 (line number 324 file number (B)(4) ) post reset ram crc alarms (10:22:23 and 11:07:42), pump error 130 (line number 531 file number (B)(4) ) mfda alarms (10:46:04, 10:55:05, and 10:20:07), and a pump error 24 (line number 705 file number (B)(4) ) power failure alarm (10:55:01). The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, motor flex tail, force sensor, force sensor flex tail, and on the bottom of the battery tube (inside of the pump). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, missing display window cover, pillowing keypad overlay, stained serial number label, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Pump error 130, pump error 43, pump error 63, pump error 23, and pump error 24 alarms are all confirmed due to moisture damage on the hardware. The time clock not advancing and the flashing display anomaly are not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received critical pump errors 24, 23, and 43. It was reported that the insulin pump performed safety checks and the error was found. Troubleshooting was performed and found that the customer was able to clear the alarm for pump errors 24 and 23 but unable to clear for pump error 43. The rewind was not completed successfully. It was also found that the pump display was flashing. The pump was not exposed to a high magnetic environment. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.